Event description:
On (B)(6) 2026, an incident involving a selenia dimensions 2d 6000 system was reported by our distributor. A vertical travel assembly (vta) error code 29:17 was observed followed by a tiny uncommanded vertical movement of the c-arm. The incident did not happen during a patient's procedure. No injury was reported to the user either. The hologic technical service team has advised the distributor to not use the system until the inspection by the field service engineer has been performed. Upon inspection, the field service engineer observed that the motor clutch was quite old and worn, therefore causing the movement and it had to be replaced. Hologic is currently awaiting confirmation from the distributor that the motor clutch has been replaced and that the system has been tested and is functioning within operational specifications. Additional details will be included in the final report.